Event description:
It was reported that the implantable cardiac monitor was explanted after 15 months of service life because of loss of telemetry. The patient had suffered a syncope during the service life of the icm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The information from this investigation did not lead to a root cause for premature depletion. (B)(4).

Event description:
It was also reported that the patient did not have any events or syncope while the device was implanted. The device also had battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).